Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4): programmer crashed during interrogation. Method: since the device remains implanted, some of the programmer files were reviewed. Conclusion: since further info and files were not received, therefore, no final conclusion can be drawn. Reportedly, there was a programmer crash during device interrogation (programmer (B)(4)). Analysis of the files provided showed that: one device interrogation was performed around 10h50 (programmer time); two pt files were generated on (B)(6) 2009 at 10h51 and 10h56 (programmer time), indicating a follow-up could be performed. These files show normal follow-up data. It is unk if a successful follow-up of the device was performed on (B)(6) 2009 with programmer (B)(4), or with another one. Further info and files were requested for analysis, but no more elements could be recovered for this case. Therefore, no further analysis could be performed, and no final conclusion could be drawn.

Event description:
During a follow-up interrogation, the programmer crashed. The device remains implanted.